Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the operating room after inserting the psi into the patient's right internal jugular, the patient was transferred to the ICU. It was there that a leak was found from the psi. The catheter used was either a 7 or 7.5fr edwards catheter. It is unknown if this caused a delay or if the catheter was removed. However, there was no reported adverse effects to the patient as a result of this occurrence.